Event description:
Received a general complaint of non-delivery in biomedical testing. The customer contact reported that the testing stemmed from several events of non-delivery reported in the ICU, as well as atleast 5 other non-delivery complaints throughout the hosp. Details of the reported non-delivery events were not available. In biomedical testing, the tubing was loaded correctly into the pump and non-deliveries occurred with the pump indicating on the display that delivery was occurring. When the pump door was opened, the customer reported that the tubing on either side of the green slide clamp had popped out of the trak and was "crushed" between the door and the pump casing. The customer also reported the readings for distal occlusion pressures were erratic. The customer reported that customer was never able to get two distal occlusion pressures the same in testing. There was no reported pt involvement. The pumps used in testing were not identified by serial number. The customer will not be returning any pumps for testing and investigation.